Manufacturer narrative:
(B)(4)

Event description:
Procedure: colectomy. According to the reporter: during the case, on the 3rd firing, the handle could not be fully squeezed. Additional manual suturing was done. Operative time was extended more than 30 minutes. No pt info available.